Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-08842 was provided in sections b2, b5, h1, and h6.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 50-year-old female in acute myocardial infarction cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the pump experienced low pump flow. The physician removed the impella cp and clots were found in the inlet and outlet of the device. A new impella cp device was placed with no issues.